Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Right heart failure, neurologic dysfunction, peripheral thromboembolic events, cardiac arrhythmia, renal failure, hepatic dysfunction, stroke, and death are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 days. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) and tricuspid valve repair with an annuloplasty ring on (B)(6) 2016. The patient expired on (B)(6) 2016 following a complex post-implant course. The patient's postoperative status was complicated by altered mental status and severe cardiogenic shock which required ongoing inotropic support. The patient also had persistent fevers despite antibiotic therapy and negative unspecified cultures. The patient experienced atrial fibrillation with rapid ventricle response, volume overload, bilateral upper extremity deep vein thrombosis, critical illness myopathy, acute on chronic renal failure, congestive hepatopathy, hyperglycemia, and a large right middle cerebral artery distribution stroke. On (B)(6) 2016, after extensive discussion with the patient's family as well as communication with the patient, the decision was made to transition the patient to comfort care. The patient expired shortly after on that same day.